Event description:
The pt received his scs system on (B)(6) 2010. It was reported that his stimulation is ineffective and that the recharging intervals for his ipg are too frequent. The use of a replacement charging system proved unsuccessful in resolving the reported charging issue. F/u on the pt found that he was recently reprogrammed to lower settings in hopes of increasing the time span between recharges. Results of that intervention method are pending. No surgical intervention has been planned at this time.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.